Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation united kingdom with the customer's cable and adapter. During the investigation it was noted that the device passed all testing and bench handling with the customer's accessories, and no issues were duplicated. Clinical logs from the customer's reported event date were reviewed. Intermittent loss of ECG was observed in the log. All loss of ECG was brief and returned quickly, recording ECG multi-lead out of fault, with no fault recorded. The mfc connector was replaced as a pre-caution. The customer's device is no fault found. No emerging trend based on similar reports.